Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Firing with 1st device: assist closed device 2/3 within green range to the 3rd line and fired with both hands, could not close plastic to plastic and did not hear a crunch from the washer breaking. It felt like a hard stop and wouldn't close to fire anymore. Opened device to remove and could not remove device. Opened more to a full 360 degree turn to determine if it had fired and saw that the staples had formed but the knife had not cut the tissue, and they could not remove the device as the anvil would not come through the anastomosis. Closed the device all the away to the end of the green zone and refired the device, device closed easily plastic to plastic this time, and they heard the crunch of the washer, however closing the device back down to fire created a hole in the anterior rectum distal to the anastomosis. When looking at the anastomosis after the case, the anastomosis was intact. (See notes from surgeon¿s text below) firing with 2nd device: surgeon fired the device this time, closed device 2/3 within green range to 3rd line and fired with both hands. Again could not close plastic to plastic, did not hear crunch from the washer breaking, and felt like a hard stop and device wouldn't close anymore. Opened device slightly, no more than 90 degrees to observe that staples had formed but knife had not cut, and closed again all the way down to end of the green zone. Fired again and felt no resistance to deploy knife blade and easily fired fully, heard crunch, and cut. Removed device, checked anastomosis, performed leak test and found no leaks, observed 2 full donuts, and anastomosis visually looked intact. Very bizarre. Both donuts were intact. Staple line was intact. The extra tissue you see was the anterior rectum that got caught in the stapler when it finally fired. Seems like the stapler would not cut during the first firing attempt with both staplers. Once I opened the staplers then reclosed them, the ended up cutting. Unfortunately the first stapler got a piece of rectum. I didn't move the second stapler so it ended up cutting where it should additional information was requested and received: can you please explain what caused the change in the procedure? When the device cut a hole in the rectum, the procedure had to be converted to an lar in order to repair the hole. Was the procedure converted as a result of the issue with the complaint device? If yes, which device? Yes, cdh29a was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, the surgeon had to remove half of the patient¿s rectum. Patient did well post op. What is the current status of the patient? Patient is doing well but removing part of the rectum will change her bowel function for the rest of her life.

Event description:
It was reported that during a robotic sigmoid colectomy that changed into an lar, the product fired the staples but did not cut the tissue. They could not get the stapler to close, they had a hard stop. When they opened it and closed it the knife blade went. A hole occurred. A second device was pulled to complete the case and fired but did not cut the tissue. The surgeon was able to open the device and close it with the knife blade cutting. There were no patient consequences reported.